Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to use the smart device's bluetooth settings to removed other bluetooth devices, and re-pair the devices. Patient re-contacted dexcom and reported that the re-pairing was unsuccessful and patient had inserted a new sensor and the pairing was successful. No additional patient or event information is available.